Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the leak. After checking the iabp, the fse found the helium cylinder gasket was leaking. The fse replaced the gasket, which rectified the issue. The iabp unit was cleared for clinical use and released to the customer. The full name is (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.